Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, dysmenorrhea, vaginal bleeding, seasonal allergy, migraine, pap smear abnormal, ovarian cyst, sexually transmitted disease nos, adenomyosis, uterine bleeding and spotting vaginal. Previously administered products included for an unreported indication: motrin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("menorrhagia"), uterine haemorrhage ("abnormal uterine bleeding") and infection ("infection nos"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage and infection outcome was unknown. The reporter considered infection, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2017 (previously reported). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2021: mr received. Reporter information, medical history added. Event medical device removal updated to event pelvic pain. New events added- menorrhagia, abnormal uterine bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced infection ("infection nos"). The patient was treated with surgery (date of removal: (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received. Event infection was added. Reporter added. On 09-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year old female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. The patient was treated with surgery (date of removal: (B)(6) 2017). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.